Manufacturer narrative:
The results of the investigation were inconclusive based on the information available and the evaluation of the x-ray. Patient compliance following implantation of the device is unknown. Several additional patient factors were present which could have negatively impacted the outcome of the surgery. These factors include thyroid disease, depression, smoking, and complex surgical history resulting from a motor vehicle crash. The dynaforce staple and motoband max plate were used in combination with competitor product (lag screw across the joint and allograft in the fusion site). The mechanical factors associated with the combination of these additional devices are unknown. The bone fixation plate was used in conjunction with plate screws (part number - 1500-3518, lot-101414 & part number - 1500-3520, lot 101415) as well as a dynaforce bone fixation staple implant (part number 7118-1818kt, lot-500009). Additionally, the construct included a lag screw and allograft which was made by a different manufacturer.

Event description:
Plate and staple construct was implanted (B)(6) 2017. During routine follow up visits, it was noted that there was pain during examination and a lack of bony union. The construct was explanted during a revision surgery on (B)(6) 2017 due to the non-union of the fusion site. During removal of the hardware, the doctor mentioned the implants felt loose in the bone. Based on x-ray, the screw appears to have loosened and backed out of the hole, thus causing the plate to loosen.